Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). Quality control and calibration were acceptable prior to the event. The field service engineer checked the bath for leakage or cracks and found the sample probe was very contaminated. The probe was removed and cleaned and primes and mechanical checks were performed and were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results from the cobas c 503 analytical unit. The initial result was 595 umol/l. The doctor did not believe the result fit the clinical picture of the patient as she was not a renal patient. The sample was repeated with a result of 55 umol/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer replaced the gear pump head and a valve in the pump liquid unit. The investigation determined that the service actions resolved the issue.